Event description:
It was reported that: manta deployed as per IFU. After advancement of lock, pulsatile arterial bleeding continued. The blue tube was advanced a second time. Bleeding did not stop. Manual compression held. Access then made through lfa to balloon to tamponade. Vascular surgery called. He suggested going to cut down. Additional information: during a tavi procedure on the (B)(6), 2023, ultrasound and micro puncture were utilized to gain access in the right common femoral artery. Vessel size was 9.7mm. Measured depth for the manta was 5.5cm and there were some difficulties inserting procedural sheaths. Systolic blood pressure was 180mmhg and act was 205 prior to closure. 10000units of heparin and an unknown dose of protamine were administered intravenously during the procedure. There was mild resistance when advancing the bypass tube into the sheath. When the cutdown was performed the manta and collagen were in the vessel. The manta was explanted, and the patient was reported as doing well post the procedure and was discharged home the next morning.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. An angiogram photo was obtained by vsi and indicated the presence of a left artificial femur head with a radiopaque lock centrally positioned. The device lot history record review for lot number mn2201490 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, micro puncture and ultrasound guidance were utilized to gain central-positioned access. The right common femoral artery was 9.7mm, with a depth measurement of 5.5cm. Advancing the 16f expandable procedural sheath looked a bit "sticky", but no issues were reported withdrawing. Following the tavi procedure, activated clotting time (act) was 205, and heparin and protamine were administered. This was the physician's first manta deployment. The 18f manta was deployed to the measured depth, and while inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered mild resistance while advancing the bypass tube into the sheath hub. Following the advancement of the blue lock advancement tube, pulsatile arterial bleeding was present. The blue lock advancement tube was advanced a second time, although the bleeding continued. The physician applied manual pressure and deployed a contralateral balloon to tamponade. The vascular surgeon was called in and the decision was made to perform a cut-down. During the surgical intervention, the manta was seen intact and completely deployed intravascular. The manta was explanted, and the artery was sutured for closure. The cause of the occlusion is likely the device being deployed into the vessel. Numerous causes for intraarterial deployment have been established. It is potentially due to the anchor likely getting caught on something or not being positioned correctly and being pulled out, causing the manta to release inside the artery. The manta instructions for use precautions if bleeding from the femoral access site persists after using the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. Potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery; and other access site complications leading to bleeding, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to late arterial bleeding.

Manufacturer narrative:
Qn (B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: manta deployed as per IFU. After advancement of lock, pulsatile arterial bleeding continued. The blue tube was advanced a second time. Bleeding did not stop. Manual compression held. Access then made through lfa to balloon to tamponade. Vascular surgery called. He suggested going to cut down. Additional information: during a tavi procedure on the (B)(6) 2023, ultrasound and micro puncture were utilized to gain access in the right common femoral artery. Vessel size was 9.7mm. Measured depth for the manta was 5.5cm and there were some difficulties inserting procedural sheaths. Systolic blood pressure was 180mmhg and act was 205 prior to closure. 10000units of heparin and an unknown dose of protamine were administered intravenously during the procedure. There was mild resistance when advancing the bypass tube into the sheath. When the cutdown was performed the manta and collagen were in the vessel. The manta was explanted, and the patient was reported as doing well post the procedure and was discharged home the next morning.